Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the implantable cardiac monitor exhibited premature battery depletion; exposure to cold temperatures was suspected to be the cause. No medical intervention or patient symptoms were reported.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was received with battery voltage above elective replacement indicator (eri) level. It is likely the device was exposed to below freezing temperature. Exposure of the device to freezing temperature can result in a temporary low battery voltage measurement at time of implant or shortly after implant. The device was tested on the bench and no anomalies were found.

Event description:
New information received notes device paired but did not transmit any episodes. The device was explanted. Patient was stable.